Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported break; however, factors contributing to a stent fracture/break include, but are not limited to, manufacturing, interaction with accessory devices, over expansion of the stent, inadvertent mishandling or anatomy characteristics. Based on the limited information provided and analysis of the returned device, a conclusive cause for the reported break cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous unspecified lesion. During the procedure, a 3.5x28mm xience alpine presented with breakage and therefore the stent was unable to be implanted. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.